Event description:
It was reported that one device was defective. When the patient attempted to insert the tracheostomy ties into the eyelets of the tracheostomy tube they cracked. Also, one of the balloons inside the tracheostomy did not inflate. This was patient involvement, and there were no signs or symptoms experienced.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.